Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to skin irritation with use of pen needle pen needles were not returned for evaluation. Manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the customer¿s initial concern was resolved- customer stated initial issue has been resolved and she is comfortable with the pen needles at this time. No medical attention was required.

Event description:
Consumer reported complaint for the trueplus pen needles. Customer is in an assisted living facility. Customer stated that the needle left a small dot on her skin. Customer advised that she showed the "small red dot" to the on-staff nurse and the nurse told her that it is normal because her skin is light. The customer felt well at the time of the call and no medical treatment for dot on her skin was reported. Customer inquired if there are other gauges of pen needles available that she can get from her doctor. Customer was advised that she can speak with her doctor to see if there is a smaller gauge/brand covered under her policy.